Event description:
User moved the quantum workstation screen at which point the quantum workstation and pump shut off. User hand cranked the pump until connection was re-established. There was no patient harm.

Manufacturer narrative:
Review of device logs indicated that user pressed power button while manipulating the quantum workstation, causing the device to shutdown. As part of continuous improvement efforts, spectrum medical addressed this potential user error in software updates to avoid recurrence.